Event description:
Description of event according to study: (B)(4): zenith alpha thoracic post market retrospective study: patent thoracic false lumen with type ia flow from the primary tear was noted 1798 days post-procedure. On (B)(6) 2019, this 78-year-old male patient was urgently treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, starting in zone 3. Procedure imaging revealed patent study device, completely thrombosed thoracic false lumen, no abdominal false lumen, and no device issues. On (B)(6) 2019, follow-up computed tomography (CT) revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study device, no thrombus, and no device issues. On (B)(6) 2020, follow-up CT revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study device, evidence of thrombus at the study device (B)(4), and no device issues. The 2-year follow-up visit on (B)(6) 2021 did not include imaging; no new adverse events had occurred. On (B)(6) 2022, follow-up CT revealed development of a new entry tear distal to the left subclavian artery (lsa) without progression of dissection, completely thrombosed thoracic false lumen, no abdominal false lumen, patent study device, thrombus at the study device, and no device issues. On (B)(6) 2022, the patient experienced development of a new aneurysm distal to the study stent. This was treated endovascularly, with ¿prosthetic replacement of the supra-coronary aorta with a 30 mm straight tube.¿ the event was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2023, follow-up CT revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study device, thrombus at the study device, and no device issues. On (B)(6) 2024, follow-up CT revealed patent thoracic false lumen with type ia flow from the primary tear (this complaint), no abdominal false lumen, patent study device, no thrombus, and no device issues. On the same date, type ia endoleak, which is noted as related to the treated aortic disease, and not related to the study device/procedure. On (B)(6) 2025, the patient underwent a secondary intervention: placement of a proximal component in zone 2. Patient outcome: the secondary intervention is noted as successful and the endoleak is noted as resolved without sequelae.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.